Event description:
It was reported to philips that the geometry movements were unavailable and an emergency stop message was displayed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed using another system. A philips remote service engineer (rse) connected with the customer remotely and was notified that a message 'emergency stop active' was displayed. A system restart was performed; however, the issue was not resolved. A philips field service engineer (fse) inspected the system on-site and identified that the emergency stop button on the control module was stuck. To resolve the reported issue, the fse replaced the control module. The system was returned to use in good working order and ready for clinical use. The system log files were reviewed which identified errors with the emergency stop power on self-test (post), confirming the fault with the control module. Further analysis of the control module is not possible as the part is unavailable. The codes were updated based on the investigation outcomes.